Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg value not provided). Contact did not allege any issues with the pump or supplies. Contact declined to provide further information or perform a system check with tandem technical support.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) value of 64 mg/dl was recorded by continuous glucose monitor (cgm) data on (B)(6)2018. Prior to the bg value of 64 mg/dl the user delivered an 8.7 unit bolus for 120 grams of carbohydrates consumed and a bg of 155 mg/dl. Basal was suspended by the pump 30 minutes prior to the low bg value and did not resume until the customer¿s cgm value increased. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.